Event description:
It was reported that the pump's alarm sound was not annunciating. There was no reported impact on the customer's blood glucose level. The customer reverted to an alternate form of insulin therapy.